Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. During the procedure, after one pass and one flushing there were allegedly two holes noted in the device. No other device was opened but more ballooning was done to make up for the device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. During the procedure, after one pass and one flushing there were allegedly two holes noted in the device. No other device was opened but more ballooning was done to make up for the device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation a clogged catheter was received. The catheter had to be flushed; the test guide wire went through the catheter with slight resistance till the metal gear wheel. The tube had two tiny holes, the first hole was at 44 cm from the tip of the catheter and the second hole was at 46 cm from the tip of the catheter. Aspiration test was performed and lower aspiration level than nominal was achieved. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.